Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 578 mg/dl. The customer stated that there is cracked in the battery compartment. The customer was unsure how the damage happened. The customer was advised to revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 578 mg/dl. The customer was treated for high blood glucose with manual injection.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had broken battery tube threads, a broken reservoir tube lip, a missing reservoir tube lip o-ring, and minor scratches on the display window. The test reservoir stayed locked in place.